Manufacturer narrative:
Due to maintenance contracts, a ge representative will not be evaluating this system. It will be done by an independent contractor, master plan.

Event description:
It was reported that the vertical lift button and motor are not functioning. No patient injury reported.